Event description:
Physician was performing angioplasty and stent placements in the left superficial femoral artery and left common iliac artery.the stent was deployed but would not release from the wire. Eventually the delivery system was cut off because it was found to be fractured. The stent was then removed.what was the original intended procedure?angioplasty and stent placement.